Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported the alleged issue first started. The patient reported taking oral medications (unknown type and dose) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. "Half a day later" the patient reported feeling symptoms of "frequent urination." However the patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was unable to test and therefore developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.